Manufacturer narrative:
The mayfield head holder adaptor from device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that after a surgery the surgeon noticed that there was a screw not functional in the mayfield head holder adaptor. No inaccuracy issue observed in the surgery.

Manufacturer narrative:
Functional inspection of the tightening screw confirmed that the grey screw is blocked and cannot be turned fully. This dysfunction is probably due to the shape of the axis of the grey screw. The axis was probably bent during use and thus prevent the grey screw to turn properly. The damage could be due an excessive tightening.